Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified laparoscopy with the subject device at the user facility, the endoscopic image of the subject device flickered occasionally. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the aging degradation of the subject device by long term use, the contact failure of the electrical contacts of the video connector socket due to the adhesion of foreign material, or the not firmly connection of the videoscope due to the failure of the locking mechanism of the video connector socket. If additional information becomes available, this report will be supplemented.